Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified anti-inflammatory drug infusion (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing during the treatment. No additional information could be provided as the reporter declined follow up.